Manufacturer narrative:
Preliminary inspection of the product shows no anomalies, and the battery status is ok; capacity used is 40 - 85%. A follow-up report will be sent FDA after results of further product analysis are completed.

Event description:
The ins was returned for analysis after unknown implant duration due to loss of stimulation. The device was explanted in 2006. The patient has an indication for obsessive compulsive disorder (ocd). The hcp reports the sudden loss of stimulation occurred directly after ipg implantation. The length of time after implant and prior to the return of ocd symptoms is unknown, and the date of implant was not provided. The patient was treated with medication until the unit could be replaced. The name of the medication was not reported. The hcp indicated the product could be re-programmed, and the event was not deemed related to emi. There was no sign of battery depletion, and the hcp reported no patient injury is attributed to the incident.